Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode while sitting and fell onto the ground. The patient sustained bruising in the device implant location. Boston scientific technical services (ts) referred the patient to their physician. No additional adverse patient effects were reported. This product remains implanted and in service.